Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if the impedance issue resolved. It was believed the impedance issue was programmed around.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found no anomaly. Analysis of the trialing cable (l/n 082n10124) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the plan was to only return the items that were already received.

Manufacturer narrative:
Section d10 references: product ID: b3301542, serial# (B)(6), product type: lead, product ID: b3301542m, serial# (B)(6), product type: lead, product ID: b31040, lot# 082n10124, serial# unknown, product type: screening device, product ID: neu_stylet_acc, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 15-may-2026, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6), ubd: 05-oct-2025, UDI#: (B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported there may have been an out of box failure with the lead or lead test cable because during an intra-operative impedance test high values were seen on all contacts level 1bc. Impedances were rerun multiples times on auto ramp and at 1 ma with the issue not resolving. The hcp mentioned they saw scar tissue where the leads were previously implanted which they thought could have impacted impedances. A new lead was opened with no impedance issue seen with exception of poss > 5,000 ohms at 1a only on the right lead only and >40,000 ohms on 2a and 2c >6,000 ohms and 14,000. After the neurostimulator was implanted/connected the impedance results were the same. The hcp was going to keep the lead as is and hope the impedance issue resolved over time and more stimulation pushing through tissue in the 1a contact only.